Manufacturer narrative:
The catalog number identified has not been cleared in the us, but is similar to the crosser recanalization catheter products that are cleared in the us. The 510 k number and pro code for the crosser recanalization catheter products are identified. Accordingly, this event has been determined to be MDR reportable. No medical records and no medical images were provided to the manufacturer. The lot number for the device was provided. The device history records are currently under review. The sample has been returned to the manufacturer for evaluation. The investigation is currently underway. Expiration date: 09/2019. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that upon removal of the support catheter and recanalization catheter after an unknown amount of activation time, foreign material was allegedly identified between the support catheter and the distal tip of the recanalization catheter. There was no reported patient injury.

Event description:
It was reported that upon removal of the support catheter and recanalization catheter after an unknown amount of activation time, foreign material was allegedly identified between the support catheter and the distal tip of the recanalization catheter. There was no reported patient injury.

Manufacturer narrative:
The catalog number identified in section d4 has not been cleared in the us, but is similar to the crosser recanalization catheter products that are cleared in the us. The 510 k number and pro code for the crosser recanalization catheter products are identified in d2 and g5. Accordingly, this event has been determined to be MDR reportable. Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. Investigation summary: one crosser catheter was returned for evaluation. A material was identified on the distal end of the returned device. The material appeared to be the inner liner of a support catheter; however, the sidekick used in the procedure was not returned for evaluation. Therefore, the material identified is most likely from an ancillary device used in the procedure and not foreign to the device. However, the investigation is inconclusive as it is unknown when the material was introduced to the crosser catheter. Per the reported event details, the material on the crosser was discovered after completion of the procedure while the device was still inserted into the support catheter. The user of the device believed the material to be the inner lining of the support catheter. This is consistent with the material that was returned with the device. Therefore, it is likely the alleged foreign material is the inner liner of the support catheter. However, the definitive root cause is unknown as the support catheter was not returned to confirm. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. ( expiration date: 09/2019). H11:section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.